Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer experienced an elevated blood glucose (bg) displayed as "high" and ketones that were determined to be life threatening by a healthcare provider. A specific bg value was not provided. Subsequently, the customer was hospitalized. The customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on either (B)(6) 2025 with the issue resolved and no permanent damage. Additional information was not provided.